Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up arrow button was not responding and when the down arrow button was pressed, customer received a button error alarm. Customer's blood glucose was 220 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.